Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 500cc mentor smooth round high profile memorygel breast implant catalog: 3505004bc lot: 5711284 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) middle eastern patient who underwent primary breast augmentation surgery with a 500cc mentor smooth round high profile memorygel breast implant experienced right breast sagging and falling and a lump under right arm pit under right breast post procedure. Patient had a magnetic resonance imagery was performed on an unknown date which confirmed that the lump was only fatty tissue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.